Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after diagnostic procedure. The arterial access site was confirmed in the common femoral artery. It was reported that the physician inserted the device, deployed the foot and the needles without difficulty. When the physician attempted to park the foot, it was discovered that the lever would not move. The physician then advanced the device and attempted to move the lever. It was reported that the lever would not move. The patient was taken to surgery for device removal and repair of the artery with a suture. The surgeon stated that a piece of tissue was noted around the foot, which made it impossible to park the foot. It was reported that the patient is doing "fine". There was no report of an adverse patient sequelae.